Manufacturer narrative:
Note that the patient was the initial reporter. This submission initially failed when the patient/consumer option was selected for this form. Although uromedica had previously received preliminary information about this patient's experiences with proact, uromedica received the reportable information on 13 january 2021. Manufacturer's analysis: note that investigators were not able to confirm the cause of the infection via physical analysis. The following information is of unknown relatedness to the infection. Investigators identified a tear in the explanted proact balloon. The tear in the balloon originates from an area of circumferential wear located mid-length of the balloon. Uromedica has attempted to but cannot yet definitively identify the cause of the wear. The wear pattern is consistent with damage from contact with other components of the proact device or another object in the tissue (hemostasis clip or suture). The investigation is ongoing. Uromedica will submit any additional relevant findings in follow-up reports. Reference uromedica (B)(4).

Event description:
Infection in a proact patient. Infection was treated with antibiotics and resolved.